Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with chronic low back pain and spinal pain. It was reported that the patient's device was not working. There was no information provided regarding the circumstances that led to the event, troubleshooting and resolution. Follow up as been conducted to obtain this information and a follow up report will be sent if additional information is received.